Manufacturer narrative:
Manufacturing site evaluation: during a visual inspection (microscope) it was noted that the screw exhibits some unusual wear marks on the underside. Those are generated by the moving rod, which was not perfectly flat in the pedicle screw and so not fully tightened, resulting in the screw being able to move and back out over time. The corresponding pedicle screw also shows wear marks, but only on one side of the inlay. This is evidence that the rod was not fully engaged. No damage is present on the threads of either screw. All evidence points to an user related error. The rod was not fully engaged in the pedicle screw and possibly tilted, so the maximum torque was reached, before the road was fixed. The manufacturing documents were checked and found according to the specifications during the time of production.

Event description:
Country of complaint: (B)(6). Original surgery performed in (B)(6). Approximately 4 weeks post-op, the patient experienced increase in back pain. Follow up MRI showed that the set screw (sw375t lot. 51979374) was completely loose and removed from the screw (sw348t, lot: 51979374). During revision surgery, both were replaced. Component involved sw348t: s4 polyaxial screw 6.5x55mm canulated.